Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an unresponsive keypad and a beeping tone coming from the insulin pump. The customer stated the keypad was unresponsive while trying to set the time and date. The customer also stated that he changed the battery 3 times and the same problem occurred. The customers' blood glucose level was 179 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The device was not returned for analysis.